Event description:
It was reported that a left auxiliary insertion site was used. Clinician stated peel-away sheath broke apart during peeling process. Attending md was unable to retrieve retained portion from left auxiliary vein. Thoracic surgeon removed embolized portion. Competitor's product was used instead w/o incident.